Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A microscopic inspection of shaft, coil and tip were performed. The shaft was kinked 5cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the patient experienced vessel perforation. The target lesion was located in the right coronary artery (rca). A crossboss catheter was selected for use. During the procedure, it was noticed that the device perforated the marginal branch of the rca. A 3.0 x 15 emerge balloon was placed to stop the perforation. The device was pulled out from the artery through a non bsc guide catheter. The procedure was aborted and an echogram was performed. No further patient complications were reported and the patient's status was stable.